Event description:
The biomedical engineer (bme) reported that the zm transmitter was displaying odd waveforms at the cns and alarming asystole and pause seemingly at random. The bme mentioned the patient was paced and that the p wave was extremely tall. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was displaying odd waveforms at the cns and alarming asystole and pause seemingly at random. The bme mentioned the patient was paced and that the p wave was extremely tall. They tried different leads, redid the skin prep, and viewed a different lead at the cns, but the issue persisted. Nk's cas stated that there is no heart condition that would produce this type of waveform, so there may be an issue with the transmitter itself. No patient harm was reported. Investigation summary: routine troubleshooting did not resolve the issue, but a spare transmitter did not experience the same issues. Upon follow-up, the customer relayed that a problem of this nature had not reoccurred. Given that the reported malfunction was transient, the device was not returned for exchange or repair. As such, a definitive root cause cannot be established. It's possible that the patient's pacemaker played a role in abnormal monitoring. Alternatively, the reporting of the event specifies odd waveforms only at the cns. Without further information, this implies interference with radio transmission to the receiver, rather than the device's capacity for ECG measurement. A review of the device's complaint history by serial number reveals no previous issues. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: central nurse's station (cns): model #: pu-681ra. Serial #: (B)(6). Device manufacturer data: 04/03/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receiver (org): model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 10/22/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the zm transmitter was displaying odd waveforms at the cns and alarming asystole and pause seemingly at random. The bme mentioned the patient was paced and that the p wave was extremely tall. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was displaying odd waveforms at the cns and alarming asystole and pause seemingly at random. The bme mentioned the patient was paced and that the p wave was extremely tall. They tried different leads, redid the skin prep, and viewed a different lead at the cns, but the issue persisted. Nk's cas stated that there is no heart condition that would produce this type of waveform, so there may be an issue with the transmitter itself. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the transmitter: central nurse's station (cns): model #: pu-681ra. Serial #:(B)(6). Device manufacturer data: 04/03/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Multiple patient receiver (org): model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 10/22/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.